Event description:
The customer reported to olympus, the supply plug (connector) on the evis exera ii ultrasound gastrovideoscope had air/water flow issues during preparation for use. No patient harm reported. During the evaluation of the device, it was noted there was a gap of adhesive on the distal end and the acoustic lens surface was damaged. This report is to capture the reportable malfunctions of the gap of adhesive on the distal end and the acoustic lens surface was damaged noted at estimation.

Manufacturer narrative:
The device was returned to an olympus service center for evaluation and the reported issue was confirmed. The visual inspection detected that the nozzle had fallen from the nozzle insertion hole. The water was properly emitting forward from the distal end nozzle but without water contact with the objective lens surface. The auxiliary water supply direction was inspected, and no water was emitting forward from the distal end of the endoscope due to clogging. The air leak inspection did not show any water leakages. The bending section cover was worn out. The charge-coupled device cover lens was cracked. The light guide rod lens was chipped. The charge-coupled device cover lens and the light guide rod lens glue was peeled off. The scope cover was slightly scratched. The universal cord had slight wrinkles. The scope connector electrical contact was slightly discolored. The scope connector water mouthpiece was loosened. Variable stiffness range was out of specification. Angulations were out of specification. Insulation resistance value was out of specification. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the investigation, the cause of the event likely occurred due to stress and/or handling the device. However, the specific root cause could not be determined at this time. The following information is stated in the instructions for use (IFU): "3.2 inspection of the endoscope. Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.